Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had neuromonitoring concerns during a permanent implant on (B)(6) 2024. As a result, the procedure was aborted.